Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that the reason for the call was to report that two days after implant, they started experiencing accidents like crazy and "worse at night." They said it was a little better during the day. When asked, the patient said they had no changes to diet or medications, however, mentioned that two days after implant a freezer door fell and hit them right at the implant site and the site was swollen. The patient had made some adjustments, however, had not noticed improvement in their symptoms and had reached the upper limit setting that was comfortable. The patient also mentioned they had really bad diarrhea (prior to implant) due to other medical conditions and they were wondering if their symptoms were due to other medical conditions. When asked, the patient had a follow up appointment scheduled for (B)(6) 2022. Therapy information and general programming guidance were reviewed. The patient was redirected to their healthcare provider to further address the issue. The patient was to call the healthcare provider's office and speak to a nurse to report the trauma incident, ask for medical guidance, and ask if it was okay to switch programs. The patient was to consider trying different programs and was to monitor and track their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.